Event description:
It was reported that during a procedure that the bur broke. It was further reported that the surgeon was making a bur hole for insertion of a reservoir at the time and the bur broke. It was reported that the broken piece flew across the room but did not injure anyone.

Manufacturer narrative:
The device allegedly involved in this issue has not been rec'd yet for eval.